Manufacturer narrative:
The device is currently being returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a stellar 100 device did not trigger an audible alarm at the time the internal battery depleted. It was reported the patient expired. The stellar 100 is not a life support device according to the indications for use.

Event description:
It was reported to resmed that a stellar 100 device did not trigger an audible alarm at the time the internal battery depleted. It was reported the patient expired. The stellar 100 is not a life support device according to the indications for use.

Manufacturer narrative:
The stellar device was returned to resmed for an investigation. Review of the device data logs confirmed the reported internal battery depletion with visual alarm displayed. Performance testing replicated the reported absence of audible alarm at the time of internal battery depleted. The investigation determined that the reported event was due to failure of the q64 mosfet component within the device main circuit board (pcba). Based in the investigation, the following sequence must occur for there to be an absence of audible alarm: the device has a failed q64 component and, the device is stored without ac power connected for more than 36 hours leading to full depletion of the battery and, the device powers on automatically when connected to ac power without pressing the power switch if the q64 component fails and the device is disconnected from ac mains for greater than 36 hours, the device malfunction is recognizable to the user. There will be a lack of audible alarm sound on device start-up as well as upon the triggering of any system or therapy alarms. Corrective and preventative actions are being taken by resmed to resolve the issue. Mcapa-(B)(4). The indications for use state ¿the stellar 100/150 is intended to provide ventilation for non dependent, spontaneously breathing adult and pediatric patients (30 lb/13 kg and above) with respiratory insufficiency, or respiratory failure, with or without obstructive sleep apnea.¿ resmed reference #: (B)(4).